Event description:
New information received stated that the patient tolerated the procedure well with no adverse consequences from the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a low heart rate due to loss of capture on the right ventricular lead. Upon interrogation of the pulse generator, it was noted that the right ventricular lead exhibited high out of range impedance and intermittent capture indicative of a lead fracture. The lead was then reprogrammed to uni-polar setting and capture was successfully restored. On (B)(6) 2020, the lead was capped and replaced.